Manufacturer narrative:
(B)(4). Approximate age of device - 6 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s baseline lactate dehydrogenase (ldh) was around 250 u/l. The patient a had history of poor compliance with reporting pump operation numbers and with outpatient follow ups. It was reported that the ldh rose to 569 u/l, and it peaked at around 900 u/l. The patient denied any symptoms with the exception of fatigue. On (B)(6) 2017, the left ventricular assist device (lvad) system produced power elevations. The manufacturers technical services analyzed the log file and reported that there were no unusual alarms recorded in the event history, and the pump parameters showed an increase in power over the time period. Observable increases in power were also observed beginning (B)(6) 2017. The patient was given 2 doses of tissue plasminogen activators (tpa) and treated with a heparin infusion. The elevated pump powers resolved. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The report of power elevations was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the change in pump parameters and the reported elevation in lactate dehydrogenase could not be conclusively determined. The log file, dated (B)(6) 2017, which contained approximately 5 days of data, captured an upward trend in pump power. No unusual alarms were noted in the log file. The patient remains ongoing on vad support with no further reported issues. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.